Event description:
It was reported that a patient had a prophylactic battery replacement. The new generator was programmed to the same settings as old battery in the operating room. In the post-anesthesia care unit, the patient experienced bradycardia associated with stimulation. Output current was decreased and bradycardia improved. Physician later reported that it is unknown if patient or family had history of cardiac events. The patient has pre-existing conditions of refractory epilepsy and leukemia. The patient experienced bradycardia. The patient's heart rate prior to event was 70-80 bpm (beats per minute) and during the event was in the 30 bpm range. The bradycardia occurred on day of implant post-operatively. There were no other symptoms or traumatic events or triggers prior to the bradycardia. The bradycardia correlated with the vns stimulation on time. It did not occur following a settings change. An ECG was used to diagnose the arrhythmia. The physician believes the bradycardia is related to vns stimulation and that vns exacerbated or co-currently contributed to this arrhythmia. Intervention was taken in the form of decreasing the vns settings. The intervention was taken to preclude a serious injury. The generator remains programmed on and the bradycardia has not recurred. No known relevant surgical intervention has occurred to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.